Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening on posterior side assessed as surgical impact opening (shell thickness was within specification). Edema: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Additional observations: stress marks observed. Red particles observed in the shell and gel. Creases were observed. No further actions are required as the device was implanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture and seroma late.

Event description:
Patient reported left side "breast have stated hurting and wrinkling". Patient later reported "one of them were leaking" and required removal. Healthcare professional reported "pain and swelling" , rupture, and capsular contracture capsular contracture baker grade iii. Healthcare professional additionally reported "there is a moderate amount complex fluid surrounding the implant capsule." Via an ultrasound report. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3.: the aware date from the initial medwatch should have been listed as 11/10/2022

Event description:
Patient reported left side "breast have stated hurting and wrinkling". Patient later reported "one of them were leaking" and required removal. Healthcare professional reported "pain and swelling" , rupture, and capsular contracture capsular contracture baker grade iii. Healthcare professional additionally reported "there is a moderate amount complex fluid surrounding the implant capsule." Via an ultrasound report. Device has been explanted and replaced.